Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 3 of 5 on the homechoice machine(hc). The home patient(hp) stated the supply bags are empty and they are still connected. The hp stated the heater bag still has solution left. The technical service representative(tsr) assisted the home patient(hp) to confirm no bags have come undone. The tsr explained the alarm and assisted the hp to clear the alarm by cycling power. System error 2367 alarm occurred. The tsr assisted the hp to cycle power again to get back to press go to start. The hp elected to finish therapy with a manual bag. The hp was contacted on 19 dec 2011. The hp stated this was an isolated event. The hp stated they did not develop any adverse reactions or need any medical intervention. The hp stated that after starting over with new supplies no further issues were found. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.